Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed that the pacemaker (pm) showed ventricular threshold being in high output mode. No intervention or procedure was reported. The patient had no consequences.

Event description:
New information was received that the pacemaker was explanted. No additional information was provided.